Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that since (B)(6) 2019, discordant, falsely elevated concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples on the advia 2400 instrument; however, the customer provided the discordant results obtained on (B)(6) 2019 and (B)(6) 2019 only. The customer indicated that there was no issue with quality controls recovery. All reagents were replaced and a new reagent lot of co2_c was installed on the instrument. As per siemens instructions, the customer replaced the sample probe (spp) and the customer reported that the replacement of the spp resolved the issue. The cause of the discordant, falsely elevated co2_c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2019-00080, 2432235-2019-00081, 2432235-2019-00083, and 2432235-2019-00084 were filed for the same issue.

Event description:
Discordant, falsely elevated concentrated carbon dioxide (co2_c) results are obtained on multiple patient samples on an advia 2400 instrument. The discordant co2_c results were not reported to the physician(s). The samples were repeated on an alternate advia instrument or the same instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). The customer did not provide all discordant results obtained on patient samples. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.